Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, it was discovered that the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Event description:
New information noted that the lead was not capped or replaced in (B)(6) 2022. It was noted during the scheduled generator change, the plan was to cap the lead however, they decided not to because the lead was occluded. The lead was still active and exhibited noise. Programming changes were performed on (B)(6) 2023. The patient is being monitored.

Event description:
New information noted that the right ventricular lead was fractured and explanted and replaced on (B)(6) 2023. The patient was in stable condition.